Event description:
The device was used during a laparoscopic cholecystectomy. It was reported that the safety shield reset button did not return. The safety shield did not activate. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; based on the visual examination and the functionality testing, the instrument was found to function as intended. No conclusion could be reached as to how the instrument failed to arm. Comments; co reviews each incident as it occurs in an effort to continuously improve products.